Event description:
It is alleged that a (B)(6) female pt received coolsculpting treatment with the 6.3 applicator to upper abdomen on (B)(6) 2011. The procedure was conducted successfully with no malfunctions. Post treatment, the pt had severe pain for three days, and was seen on day (B)(6) after the treatment because of continued complaint of pain and swelling. On (B)(6) 2011, the physician found "very organized formation under skin". It measured 5 x 6 cm, painful and warm to the touch. There was no redness. Physician prescribed topical and oral pain medication and non-steroidal anti-inflammatory and sent the pt for ultrasound examination. On (B)(6) 2011, the ultrasound report stated "nonspecific inflammation or infiltration of subcutaneous fat". The pt was also seen by the physician around (B)(6) 2011. The pt reported the lesion were resolving slowly, and was almost gone. The pt was referred to a surgical clinic, and subsequently never returned to the office for any further f/u.

Manufacturer narrative:
On (B)(6) 2012, zeltiq was notified by the physician's office that the pt had developed an indentation in the treatment area. The medical notes from the surgical clinic alleged that the "preliminary finding reflects an unprofessionally performed procedure, which through its intensity cause inflammation and after healing caused absolute loss of sub-layer fat in the impacted location". Post-treatment photos taken on (B)(6) 2011, show an indentation above the navel. There were no baseline photos or other photos available to compare and confirm that the treatment caused the indentation. The translated documents allege that the indentation is affecting the pt's quality of life. It is zeltiq's policy to be conservative and to make this report. A f/u report will be made to the agency if and when new info is received about this case.